Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had received multiple pump error alarm. The customer¿s blood glucose level was high as 356 mg/dl. The customer reports they received a critical pump error image on the pump screen. Troubleshooting was performed for critical pump error alarm. The customer states that before this happened sugar was 99 mg/dl. The customer declined to troubleshoot for high blood glucose. Advised the pump will need to be replaced. Advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error (open book) and unable to download due to moisture damage on the electronics assembly. Unable to performed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump error. Device received with moisture damage noted on motor, vibrator motor or battery tube assembly. Unable to perform the displacement test and the p-cap or reservoir will not lock properly due to missing retainer. Device received with missing reservoir tube o ring, scratched case, broken reservoir tube lip, cracked battery tube threads and minor scratched lcd window.